Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level ranged from 116 mg/dl to 180 mg/dl. Customer went to the emergency room (ER) to consult with a health care professional due to not having insulin therapy available. Customer did not require treatment while in the ER. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed.